Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that he was currently hospitalized for diabetic ketoacidosis and that this has been his second hospitalization in the past two weeks due to unexplained high blood glucose. The details of the first hospitalization are as follows: the patient's blood glucose at the time of hospitalization was in the lower 500 mg/dl range. The patient was experiencing abdominal pain, nausea, and vomiting. The customer was treated and released. He changed his site after his hospital release and discovered a bent infusion set cannula. The second hospitalization had featured similar symptoms as well as a blood glucose in the 500 mg/dl range. The customer was treated with pain medication, saline drip, and a liquid diet. Once the customer was able to eat solid foods he was discharged. The insulin pump was inspected. The drive support cap appeared normal. The device primed without incident as well. No products were returned and a tubing clamp was sent to the patient.